Event description:
During a stent placement procedure the wilson-cook tracer wire guide coating buckled and stripped in an area near the distal end. Additional information provided with the report indicated proper flushing techniques were used. No injury to the patient was reported. Stent placement was successful.